Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump screen were harder to read due to scratches and scuffs. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that battery changed frequently and error code message received. Customer stated that insulin pump rewind was slower, act button were sticky, locked up and unresponsive. The insulin pump will not be returned for analysis.